Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One certain® 4, 5, 6mm(d) implant driver tip - short (iipdts) was returned for investigation. Visual evaluation of the as returned product identified signs of wear and missing o-ring. Functional testing was performed for the returned product and it was determined that the driver tip could not function as intended when assembled with a mating implant. Per the applicable IFU, it is stated that surgical instruments and instrument cases are susceptible to damage for a variety of reasons, including prolonged use, misuse, and rough or improper handling. Care must be taken to avoid compromising their performance. DHR review could not be performed, as the lot numbers associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iipdts) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device for related event using keyword category functional: device malfunction. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional device malfunction) or product (iipdts). Therefore, based on the evaluation, the device malfunction has occurred and the reported event was confirmed following inspection.

Event description:
No additional event information at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The doctor indicated a malfunction. The driver doesn't retain the implant. We changed the o-ring and it still doesn't work. The procedure was completed with another driver,